Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. Potential root cause for the smeared print defect is associated with the marking process. The defect was found during the manufacture of batch 9108747 and a requalification was performed. It is possible some pieces were able to escape detection. The defective rate is unknown so a corrective action determination could not be performed. H3 other text : see h.10.

Event description:
It was reported that before use of the bd 10ml syringe luer-lok¿ tip there were issues with scale markings and damaged deformed product. The following information was provided by the initial reporter: we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9108747. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-18. Medical device lot #: 9094836. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 10ml syringe luer-lok¿ tip there were issues with scale markings and damaged deformed product. The following information was provided by the initial reporter: we have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes.